Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he had a detached tubing at the site while kicking back, playing video games and taking a nap that led up to high blood glucose level. His blood glucose level was 340 mg/dl at the time of incident and he had symptoms like vomiting which he tried to treat with a pump. The site location was at the right abdomen and the pump was located at the right abdomen. The infusion set had been in use for one day. The patient was hospitalized for diabetes ketoacidosis and blood glucose level was 340 mg/dl at the time of hospitalization. The patient wore the pump the entire time he was hospitalized and received several x-rays and was in a cat scan while wearing the pump. Reportedly, the infusions were stored in a cool dry place. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. He was hospitalized for 2 days and was stable at the time of discharge. No further information available.